Manufacturer narrative:
Update section g3.  This report is related to medwatch number: 0300870000-2020-8008.

Manufacturer narrative:
The sheath was not returned to edwards lifesciences for evaluation.  Liner delamination and damage to the sheath shaft were observed on images provided by the site. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. During manufacturing, the sheath shaft components were 100% visually inspected for any defects.  During the manufacturing process, the esheath final assemblies were 100% visually inspected by both manufacturing and quality.  Furthermore, after sterilization, sample devices from each lot tested and inspected during product verification (pv) testing.  All testing passed specification for lot release.  The inspections and tests described above support that it is unlikely a manufacturing nonconformance contributed to the reported complaint. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review was performed and revealed no additional similar complaints.  A review of complaint history from february 2019 to january 2020 for the esheath (all models and sizes) revealed additional returned similar complaints for sheath distal tip liner delamination.  The complaints were confirmed, however, no manufacturing non-conformances were identified during the evaluation. A review of the complaint history revealed that the complaint occurrence rate did not exceed the (B)(6) 2020 control limit for the trend category. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for sheath distal tip liner delamination was able to be confirmed. A DHR and lot history review revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Per report, ¿upon removal of the ds, the inner sleeve of the sheath was turned inside out on its own.¿ the customer¿s description of the event suggests that liner delamination may have been caused during retrieval of delivery system. The condition of the device (e.g. Kinking of shaft at distal section of sheath, delamination of liner material from distal section of sheath, proximal bunching of delaminated liner material) indicate that there may have been difficulty retrieving the delivery system into the sheath. Difficulty retrieving the delivery system may be caused by the following factors:  residual fluid left in inflation balloon, causing interference between sheath tip and large balloon profile; access vessel tortuosity, causing non-coaxial retrieval of balloon.  Available information suggests that procedural factors (retrieval difficulty) may have contributed to the complaint event, however a definitive root cause is unable to be determined. Since no product nonconformance was confirmed and the occurrence rates did not exceed the respective complaint control limits, a corrective/preventive actions and a pra escalation is not required.

Manufacturer narrative:
UDI number:  (B)(4). Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr with a 29mm sapien 3 valve in the aortic position, moderate paravalvular leak (pvl) was noted. Post dilatation was performed with +1 cc added to the nominal volume, pvl persists, a second post dilatation was performed with additional +1cc added to the nominal volume (total of +2cc to the nominal volume). A second 29mm sapien 3 valve was implanted which resolved the pvl. Upon removal of the delivery system, the inner sleeve of the sheath was turned inside out. There were no withdrawal difficulties noted and the delivery system and sheath were pulled out with no vascular injury. Upon inspection of the sheath on the back table, the sheath appeared ¿inside out¿.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.